Event description:
It was reported by health care professional that the lens was put in the cartridge and it appeared stiff then flexible. The spare lens was used. Additional information has been requested and received stated that when surgeon put the lens in the cartridge it got stuck, he puts the viscoelastic but it was not moving, the spare lens was used.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned partially inserted into the loading area of a qualified company cartridge. Inadequate viscoelastic was observed. A very small amount of viscoelastic was observed on the lens and in the cartridge tip only. No viscoelastic was observed in front of the lens or in the body of the cartridge. The lens was removed from the cartridge and cleaned for further evaluation. Large scrape marks were observed on the anterior and posterior surface. The lens was foldable using folding forceps. No abnormality or "stiffness¿ was observed. The company cartridge showed no evidence of placement into a handpiece. The viscoelastic used was not provided. It is unknown if a qualified product was used. No material abnormalities were found with the returned iol. The lens was not "stiff". Lens damage was observed. The root cause for the reported issues appears to be related to a failure to follow the instruction for use IFU. The IFU instructs: use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Only use an company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. Completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).